Manufacturer narrative:
This report is being submitted to supplement an initial MDR mailed on 3/13/2026 due to a temporary system outage affecting the manufacturer's complaint handling system. Although this report is being submitted as an initial report due to system limitations, it is intended as a follow-up report to the previously submitted paper MDR (3020347218-2026-paper-03). The devices were discarded by the user facility and are not available for evaluation. The device identifiers were provided, and the lot history records were reviewed. There were no discrepancies or unusual findings. Additionally, a complaint history review was conducted, and the same issue has not been reported against this lot number. Manufacturer reference number (B)(4).

Event description:
On (B)(6) 2026 a patient underwent deep vein thrombosis (dvt) thrombectomy using stryker peripheral vascular devices. A total of six passes were performed using the clottriever catheter (CT catheter) through the clottriever sheath, 13fr (CT sheath). Following the sixth pass, the CT catheter was removed and while removing the CT sheath, it was noticed that the funnel was separated from the sheath and remained subcutaneous. The funnel was surgically removed.